Manufacturer narrative:
The investigation of high purge pressure and thrombus has been completed. Biomaterial and blood was present on impeller blade and in purge gap. Pump was soaked in warm water to remove dried blood. High purge pressure reproduction testing was performed and no blood was present in purge line, biomaterial was present within purge gap. Data logs were reviewed and rt log at time of ¿purge pressure high¿ alarms show a gradual increase in purge pressure with a decrease in purge flow over a period of approximately 10 minutes before alarms are triggered. The root cause of the high purge pressure was due to biomaterial buildup. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported a 54-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella cp had to be repositioned under echo guidance because of being deep in the ventricle. Soon after repositioning, decrease purge flow and increased purge pressure, purge pressure blocked alarms started. Trouble shooting occurred with no resolution of alarms. Physician decided to infuse tpa into the purge which after two hours was not successful. The automated impella controller (aic) continued to alarm high purge pressure. Systolic motor current was above 1000 with what appeared to be pump saturation. Impella was on p6 showing flows of 4.1. Systolic lv pressure was 200. Decision was made to take the patient to the cath lab for removal of the cp. Biomaterial was clearly seen in the inlet after removal. Patient now a day later is showing a large thrombus on echo in the lv.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system: section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."